Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter with the balloon loosely folded. There was contrast in the device. Analysis of the tip, balloon, inner/outer shaft, and manifold included microscopic and visual inspection. Inspection found no damage or defect to the returned device. The catheter was functionally tested by attaching an inflation device to the inflation port of the manifold (hub). When positive pressure was applied to inflate the balloon, fluid was leaking from the wire port. The device only leaked from the manifold. There were no other leaks detected in the device, and all areas of the balloon appeared undamaged.

Event description:
It was reported that balloon leak occurred. The target lesion was located in the anterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was selected for use. After flushing was performed, the device was advanced for dilatation. However, during inflation, the balloon did not reach its nominal pressure. At the time of inflation, it was noticed that the dye passed through the balloon up to its end. When the device was removed, the balloon was tested outside the body and leaking of the dye was observed between the balloon and its shaft. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable.

Event description:
It was reported that balloon leak occurred. The target lesion was located in the anterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was selected for use. After flushing was performed, the device was advanced for dilatation. However, during inflation, the balloon did not reach its nominal pressure. At the time of inflation, it was noticed that the dye passed through the balloon up to its end. When the device was removed, the balloon was tested outside the body and leaking of the dye was observed between the balloon and its shaft. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable.